Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the helix would not extend on the right ventricular lead. The lead was not used and replaced with a different lead. There were no patient complications as a result of this event.